Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a screen issue. The field service engineer restarted the station and fridge to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the refrigerator was not detected on bus causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.